Event description:
During a fitting for a (B)(6) male patient a patient service representative contacted zoll customer support to report that the charger/modem's power brick connector was loose. The patient received a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (defective connector on power brick) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The root cause of the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event result from the damaged power brick connector. The patient received a replacement battery charger.